Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2013 and suture was used. When knotting the suture at the epidermis the needle broke near the swage. The fragment was removed from the patient. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. A visual inspection of the scanning electron microscope (sem) photos was performed which revealed indents and scuff marks around the break area produced during handling by a surgical needle holders or some other gripping devise. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. A visual inspection was also performed on seven needles returned for evaluation. Four of the needles appear to have been used, the sutures were removed and there were indents and scuff marks on the needles, the three additional needles were still parked in the needle tray with the sutures still attached. There were no signs of manufacturing defects found on the needles. In order to avoid this kind of damage the package insert cautions: to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point.